Manufacturer narrative:
(B)(4). This lot was manufactured from june 15, 2015 to june 16, 2015. The sample was received for evaluation. A visual inspection identified that the reservoir was ruptured. A microscopic inspection identified markings on the exterior surface of the reservoir. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor ruptured when the device was being filled with g5%. There was no patient involvement. No additional information is available.